Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 5.2 had failed to open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 failed and did not open. A field service engineer troubleshot the issue with the drawer not opening and found that the rails were getting stuck. Damaged bumper slides were replaced, and the drawer was confirmed to open and close correctly. Upon arrival, no immediate issues were found, but the customer mentioned the problem occurred intermittently. The field service engineer reseated all retractor band cables behind the drawers and tested each one. All drawers continued to function properly, and no issues were found. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 5.2 had failed to open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.